Event description:
It was reported that an asymptomatic patient was presented in the operating room for a lead revision. The pulse generator exhibited backup operation. After a device download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.